Event description:
The customer returned the ultrasonic gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a small spot on the pink rubber of the ultrasound transducer that has almost worn through; appeared as a small hole that does not go completely through the rubber was found. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed a cut on the probe unit was¿found; however, the root cause could not be identified. Therefore, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.